Event description:
Patient reports that since her implant she has pain, swelling and sometimes limps.

Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Device evaluation not performed as no items associated with the event were returned for evaluation. Medical evaluation not performed as no medical records were provided. Device history review. The device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other similar events for the reported lot. The exact cause of the reported pain could not be determined based on the limited information provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
Patient reports that since her implant she has pain, swelling and sometimes limps.

Manufacturer narrative:
Additional devices listed in this report: cat 5515-f-502, lot hisf, description: tri ps fem component, cemented. Cat 5560-s-001, lot m7v09d, description: tri cemented stem 12mmx50mm. Cat 5550-g-360, lot 7y1p, description: tri symmetric x3 patella. Cat 5521-b-500, lot hpbk, description: tri ts baseplate size 5. Cat 6191-1-010, lot rft103, description: simplex p ¿ us full dose 10-pk. Cat 6197-9-001, lot mau003, description: simplex p with tobramycin 1 pack. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as they remain implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.